Manufacturer narrative:
(B)(4). Date sent: 11/19/2020 additional information received: "the sales rep spoke with the account contact and per the contact, the surgeon has moved from using our 10mm pouch to using a 8mm pouch. Sales rep is not sure of the brand. Information obtained from the contact was that the 8 mm pouch does not tug/snag on the trocar during insert. The 10mm pouch was larger and they were experiencing tugging on the trocar. Information stated it was during insertion that the issue was occurring. Per feedback from the account contact, they would have to remove the trocar when inserting the pouch. With the 8mm pouch, there are no issues with insertion. Clarifying question was asked to confirm if this event occurs during insertion or removal since the pouch is not out during insertion. It is deployed once through the trocar. The sales rep stated the account said it was insertion as they had to remove the trocar to insert the pouch. This surgeon has stopped using the 10 mm pouch is only using the 8mm. However, the account still has 10 mm on hand. More clarification is needed as the event is not clear as to how the pouch is tearing upon insertion when it is not deployed until after it has been passed through the trocar." Attempts are being made to obtain the following information. To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent:

Manufacturer narrative:
(B)(4). Date sent: 11/19/2020. Follow up type should have been additional information on 3005075853-2020-05405 follow up number 1. There was no device evaluation as no device was received for analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month were not reported. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an ovarian cystectomy, the endopouch bag ripped. They opened a new bag to complete the case. There was no patient consequence.